Event description:
The customer stated that the device caused an allergic reaction and skin breakout after use.

Manufacturer narrative:
Return of the device in question is in progress and a supplemental report will be submitted after the completion of device evaluation.